Event description:
The pt developed diffuse lamellar keratits in both eyes after undergoing a lasik procedure. Both eyes required a flap lift and the pt was treated with topical steroids. The pt is recovering with no further complications.